Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has been dislodged. The physician confirmed the allegation with chest x-ray. Moreover, a lead revision was made. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.